Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) found that this phenomenon was attributed to the mainboard failure, the poor regulator unit and the damaged internal damper. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus (B)(4), it was found that foreign matter was attached to the board and the function was abnormal. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from olympus china, there was the possibility that the mainboard failure and the poor regulator unit (the decompressor) were attributed to the normal aging degradation because over six years and two months had been passed since the subject device had been manufactured. In addition, as a result of evaluating the subject device, omsc concluded that the damaged internal damper was not reportable event.